Event description:
(B)(4). Severe abdominal pain on and off, stabbing sharp pain in both breast, tachycardia, rapid heart rate, high blood pressure, hair loss, anxiety, depression, mood swings, fatigue, bruising, night sweats, brain fog, numbness (especially right arm and hand and especially at night), joint pain (right wrist, elbow, knee ankle, pain in both hips that wakes me every 2 hours and I have to turn over to other side, foot pain plantar fasciitis, debilitating back pain, complete loss of menstrual cycle, job loss, weight gain (especially around belly- I look pregnant), unable to lose any even with diet and exercise, increased allergies, insomnia, leg pain, bad breath, dizzy light headed.

Event description:
(B)(4). Stabbing pain in both sides of lower abdominal area to the point of not being able to move.